Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the lead revision on (B)(6) 2026 the existing ipg showed high impedance with the newly placed lead. As a result, the physician replaced the ipg as well to address the impedance issue.